Event description:
Pt set up a new set of schurmed powered stirrups for a procedure. Instructions for use were not provided, and the cables were not labelled. After plugging in the cables, left stirrup moved when the "up" button for the right stirrup was pushed. Fortunately no injury occurred, but it could have resulted in pt injury.